Event description:
It was reported that the pt expired. An autopsy was done but there were no results available. They were unsure about what happened to the pump. The cause of death was unk. The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B)(4).